Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient "underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2011: the patient underwent surgery for repair of an inguinal hernia. A bard/davol perfix plug, reference number 0112960 and lot number huuk0080 was implanted to repair the hernia defect. On (B)(6) 2014: the patient "underwent an additional surgery to repair the hernia defect and remove it." As reported by the attorney, the perfix plug used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and was injured severely and permanently. It is alleged that the patient has suffered and will continue to suffer physical pain due to the alleged defective perfix plug.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient "underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 2 years post implant of perfix plug, patient was diagnosed with hernia recurrence, mesh migration and scar tissue thereby underwent repair with partial explant of mesh. Per operative notes, ¿the previous mesh (perfix plug) came away from the pubic tubercle." Review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields: a2, a4, b4, b5, b7, d.6b (date of explant), e3, g1, g3, g6, h2, h6, h10, h11. Corrected field: h4 (manufacturing date). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011: the patient underwent surgery for repair of an inguinal hernia. A bard/davol perfix plug, reference number (B)(4) and lot number huuk0080 was implanted to repair the hernia defect. (B)(6) 2014: the patient "underwent an additional surgery to repair the hernia defect and remove it." As reported by the attorney, the perfix plug used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and was injured severely and permanently. It is alleged that the patient has suffered and will continue to suffer physical pain due to the alleged defective perfix plug. Addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with symptomatic right inguinal and umbilical hernia thereby underwent open repair with the implant of perfix plug (device #1). Per operative notes, "a direct defect was noted and dissected. The perfix plug onlay patch (device #1) was then placed after trimmed to size and sutured to the fascia of pubic tubercle, shelving edge, transversalis muscle and secured the tails around the cord using sutures. Attention was then turned to the umbilical hernia. The incarcerated preperitoneal fat within defect was closed primarily with sutures." (B)(6) 2013 - patient was diagnosed with recurrent right direct inguinal hernia thereby underwent laparoscopic repair. Per operative notes, "through umbilical repair site the right direct inguinal hernia sac was completely reduced. A piece of prolene mesh was then placed over the defect and secured to the ligament using tacks." (Note, there was no visualization/mention of the device #1 during this procedure) (B)(6) 2014 - patient was diagnosed with recurrent right direct inguinal hernia thereby underwent open repair with the partial explant of perfix plug onlay (device #1) and implanted with marlex mesh (bard flat mesh - device #2). Per operative notes, "there was an obvious defect in the floor of the transversalis creating a direct hernia. The previous mesh (device #1) was still in place around the spermatic cord but had come away from the pubic tubercle. This mesh was dissected away. It was not completely removed as it was fairly scarred in around the spermatic cord. The direct defect was dissected away. A new piece of marlex mesh (bard flat mesh - device #2) was cut to size, sutured to the fascia of the pubic tubercle and tails were cut to fit around the spermatic cord." Attorney alleges that the patient had adhesions, mesh migration, mesh shrinkage, hernia recurrence, pain and emotional injuries.